Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During patient care which required turning the patient, the impella became mispositioned, the flows dropped to .2 liters and echocardiogram was done which showed the impella in the papillary muscle. The patient was taken to cardiac catheterization lab where in attempting to free the pigtail the impella came fully across the aortic valve. The impella cp was explanted and a new device was inserted. The patient was stable post explant. Additional information was received. The staff disposed of the pump. The doctor did not believe the pump exchange was the cause as the patient had been very unstable and attempting to replace the pump was "heroic measures'.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Device in wrong position (positioning issue): the cause of positioning issue was most likely use issue related since the pump malpositioned after the patient was turned over during the care. Pump suction: no product was returned. Flows dropped to .2l after the pump came out of position. No logs are available for review. The cause of pump suction was most likely use issue related since the flows dropper after the pump came out of position when the patient was turned over during care. Device history review: the device passed all the post sterile inspection checks.